Manufacturer narrative:
This MDR report is part of the 227 pilot program, e2015055. The device was received for evaluation; the event was confirmed during testing but evaluation found no component failures that would have caused or contributed to the event upon disassembly. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 1 </noe> malfunction event, in which the device was reportedly leaking. There was unknown patient involvement and unknown patient impact.